Manufacturer narrative:
The lens was returned loose with the lens case lid. Solution is dried on the lens. The lens was cleaned with lphse. Scratches are observed on the optic surface. A power and resolution test was performed. The resolution test results are acceptable. Product history records were reviewed and the documentation, indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated, or information provided that the lens was the cause of the event. The 12.0 diopter (add power +2.2/+3.2) lens was replaced with an 11.5 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) with a clinical reason of anisometropia. The patient was "not seeing clearly." Additional information as been requested; however, further information has not been received.